Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information: the customer¿s report of a leak was not confirmed. Visual inspection of the valve showed no defects. Functional testing and pressure testing resulted in no leaks. The mating extension set was not received. The root cause of the customer¿s report of a leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from the connection between a maxzero and a non-carefusion trifuse during a normal saline infusion, rate unspecified. The maxzero and trifuse were replaced and there was no patient harm.